Event description:
A physician reported a pt who was treated into the superficial dermis of the glabella, nasolabial folds and oral commissures on 27 february 1997. At the time of the treatment, the physician noted a small bruise, then blanching at the glabella. The pt subsequently developed an eschar over the glabellar region measuring approximately 1 x 2 cm. On 17 march 1997, she was 2.5 weeks post treatment, and the area appeared to be healing over satisfactorily. The physician expected that even if the material was injected into an end artery, this portion of the face was so heavily vascularized that this would not have been adequate stimulus for tissue necrosis. On 2 october 1997, the physician reported that the pt was seen in 9/1997; he had excised the resulting scar.